Event description:
Account reports several incidents in which the male adapter of the reported device was slipping out of the female adapter of an arrow triple lumen catheter "when it gets wet." Rptr stated there was not negative outcome to the pt.